Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months (calculated from the date of manufacture.) The system controller and 14v power module patient cable were received for analyses. System controller, serial # (B)(4). The reported events of low voltage alarms from the system controller were confirmed with review of the log file downloaded from the returned device. The log files contained intermittent low voltage alarm events while connected to battery power. The battery fuel gauge voltage data on the black and white power cables during battery support revealed transient changes that resulted in the low voltage alarm flags becoming active. During functional testing of the system controller while supported by a test power module, the voltage supply values were captured at the normal operational range of 14.1-14.3 volts. However, evaluation of the inner conductors of both power leads revealed they failed resistance measurement specifications, indicating conductor breakdown of the underlying wires. The high resistance in the power leads could contribute to a decrease in supply voltage and has the potential to result in the alarms contained in the log files. The conductor breakdown in the system controller power leads is consistent with wear and tear during system controller use. The returned system controller was in service for 3 years and 5 months. A review of the device history records revealed the device met applicable specifications. 14v power module patient cable, lot # 11015092206. The evaluation of the returned 14-volt power module patient cable did not reveal a relationship between this cable and the report of low voltage events. Functional testing found that the cable provided sufficient voltage to the system controller and provided normal pump telemetry on the test system monitor. Continuity tests did not reveal any conductor related issues such as high resistance or electrical shorts that would have contributed to a low voltage issue. The returned 14-volt power module patient cable functioned as intended with regards to the reported events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller sounded low voltage alarms that seemed particular to the white cable. The log file was submitted to the manufacturer's technical services representative and low voltages were recorded both while on patient cable/power module support and while on battery support. Near the end of the log file, there was a low speed hazard alarm captured while the lvad system was connected to the patient cable and power module. The patient was asymptomatic. The power module patient cable, battery clips and system controller were exchanged. No additional information was provided.